Event description:
Sony electronics received medwatch uf/importer report# 5233000000-2008-8004 which was forwarded to sony electronics by FDA. Sony monitor was mentioned in the report stating, "in addition, the video image on the sony display would become distorted then blackout with an error message. The error message reads no rgb connection. The video returns to normal when the abc energy output is turned off at the footswitch." Upon investigating the relevant data, there was no malfunction of the sony flat panel monitor. The rgb cable connecting the monitor to the imaging device either came loose or the imaging device interrupted the signal to the monitor. In either event, the monitor functioned properly by reporting the error message "no rgb connection." This report is being supplied to follow-up on the medwatch report sent to sony medical by the FDA regarding uf/importer report.evaluated by MFR: not returned to MFR. Device manufacture date: unk. Labeled for single use: no. Usage of device: unk.